Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and low impedance. The lead was capped and replaced on the right side. The patient was doing well and would continue to be monitored with routine follow up.